Manufacturer narrative:
Follow up #1: submitted (B)(4) 2012. The date the testing of the insulin pump was completed was omitted from the initial report. The date of completion of investigation was (B)(4) 2012. Evaluation codes were omitted from the initial report.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on [pa date testing completed] with the following findings: during the product analysis investigation the down arrow button was found to need multiple presses to elicit a response and contamination was found under the down arrow and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was unresponsive for three to four weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.